Manufacturer narrative:
Related driveline repair in nov2019 is reported under MFR#: 2916596-2019-05352. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital with low flow alarms and dizziness. The patient's mean arterial pressure (map) was low to mid 80's and laboratory values were stable. Log file review captured low flow alarms as well as driveline faults and elevated power readings. On (B)(6) 2023, the patient experienced a driveline fault. It was also noted that the patient required an ungrounded cable due to an unsuccessful driveline splice in november 2019. The alarm was cleared from the monitor and there were no patient symptoms reported with the event. Additional information was provided that the patient experienced further low flow alarms during admission and was moved from a telemetry floor to the intensive care unit (ICU) on (B)(6) 2023, due to worsening shortness of breath and pulmonary edema on x-ray. The patient's lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb) were also reported rising, and a subtherapeutic international normalized ration (inr) was reported. A bedside ultrasound was performed, and the patient was medically managed. An acute kidney injury (aki) was also reported at this time. Medication was held and a computed tomography angiography (cta) to evaluated for thrombus was on hold due to the aki. A non-contrast CT was performed to rule out mechanical obstruction. Further information was provided that the cause of the low flow alarms was hypertension that resolved with medication titration. It was reported that the driveline fault did not return after it was cleared, and the elevated power had resolved with an unknown cause. Cta was performed on (B)(6) 2023 that showed cardiomegaly, prominent coronary artery calcification, and an unremarkable appearing lvad. Small bilateral pleural effusions and atelectasis were also reported. The patient was discharged from the hospital on (B)(6) 2023. Additional information was provided that the patient passed away at home on (B)(6)2023, due to an unknown cause. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files found that the pump operated at the set speed without issue. Low flow values were intermittently captured on (B)(6) 2023 through (B)(6) 2023, and on (B)(6) 2023. Although a specific cause for these low flow values could not be conclusively determined through this evaluation, the account reported that they were due to hypertension. A driveline fault was captured on (B)(6) 2023 that did not return after it was cleared. Although a specific cause for could not be conclusively determined through this evaluation, based on historical experience with the heartmate ii lvas and similar reported events, a driveline fault can be indicative of an issue with the driveline. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. It was reported that no autopsy would be performed and (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death and renal failure. Section 1 provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This subsection additionally states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition, including driveline faults. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.